Event description:
A customer reported that system message errors displayed when switching from fluid to gas during a procedure. An alternate system was used to complete the case. There was no pt harm reported. The customer refused to provide additional info regarding the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).